Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. Attempts to program were unsuccessful. It was revealed via x-rays that the right t12 drg lead had fractured. Surgical intervention may take place to address the issue.